Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. While trying to cross a bifurcation at an unspecified vessel location, the stent was partially dislodged. Additional information was requested but is not available.